Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device and no additional adverse patient effects were reported. Boston scientific technical services (ts) was also contacted for review, as the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms), but the impedance was normal when measured via a pacemaker system analyzer (800 ohms). Ts recommended that the rv lead should also be replaced. It was indicated that the rv lead was also surgically revised to resolve the event. This pacemaker is expected to be returned for analysis and it is currently unknown if the rv lead is a boston scientific product.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device and no additional adverse patient effects were reported. Boston scientific technical services (ts) was also contacted for review, as the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms), but the impedance was normal when measured via a pacemaker system analyzer (800 ohms). Ts recommended that the rv lead should also be replaced. It was indicated that the rv lead was also surgically explanted and replaced during the procedure to resolve the event. Both products are expected to be returned for analysis. The specific rv lead details have not yet been provided.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device and no additional adverse patient effects were reported. Boston scientific technical services (ts) was also contacted for review, as the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms), but the impedance was normal when measured via a pacemaker system analyzer (800 ohms). Ts recommended that the rv lead should also be replaced. It was indicated that the rv lead was also surgically explanted and replaced during the procedure to resolve the event. This device was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This device was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.